Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. DHR a quality hold was found during DHR review, that could be relative to the issue. A query indicates no additional complaints have been received for this lot number. Customer not returning. Product not received at investigation site.

Event description:
In this event it is reported that a protaper ultimate rotary file shaper 25mm file broke during use. The broken part could not be retrieved and was incorporated into the fill. No injury.